Event description:
It was reported that the pump exhibited error code 45986 and a damaged occlusion. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com. One device was returned for analysis. Visual inspection showed a damaged battery compartment, broken gasket on the battery door, worn uso seal, and a damaged dso seal. The tamper seal was not broken. Review of the event history log (ehl) showed system fault 45,986 and a downstream occlusion alarm. A functional test was performed and the reported error code issue was not duplicated, however the dso seal was confirmed damaged. The cause of the reported error code issue was unknown, and the cause of the dso issue was customer damaged. As a result, the error code was cleared, the dso sensor replaced, and standard preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.